Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. H6 component code: g07002 ¿ investigation not yet complete. D4, h4 ¿ the actual device batch number associated with this event is not known. The following possible lot numbers were reported: batch tkmkcc mfg date: sep/19/2023, exp date: aug/31/2028. Batch tkmasc mfg date: sep/4/2023, exp date: aug/31/2028. A manufacturing record evaluation was performed for the possible finished device lots, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2024 and suture was used. During interrupted suture, it was used underneath the skin by buried suture. The needle was broken when one-third of it was coming out of the tissue. After the needle was broken, the piece of the needle was extracted immediately without searching. It was a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/8/2024 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Two dispensed needle sutures, one winding former with a re-park used needle suture piece, and four needle suture combinations that belong to product code j772d were returned. This product code is multi-strand and should contain eight strands per packet. During visual inspection of seven needles, the swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. Further investigation found that the eighth needle will be forwarded for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product received for analysis was identified as product code j772d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.